Manufacturer narrative:
(B)(4).

Event description:
The customer reports swg (spring wire guide) is kinked and unable to pull it out. Device removed in its entirety. No intervention reported. No patient injury reported.

Event description:
The customer reports swg (spring wire guide) is kinked and unable to pull it out.device removed in its entirety. No intervention reported.no patient injury reported.

Manufacturer narrative:
(B)(4). The customer did not return the sample; however, they provided one photo of the damaged spring wire guide (swg). The photo shows a bend in the wire body just proximal to a deformed j-bend. However, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The complaint of a kinked spring wire guide was confirmed by the photo the customer returned. The photo showed a bend in the wire body just proximal to a deformed j-bend. However, complete testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.